Event description:
Customer reported that on the pediatric unit, lipids were infusing to a patient. The nurse reported that the set disconnected at the lower fitment. "Pt called rn into room to address "air-in-line" alarm on the carefusion IV pump. The channel that was alarming was infusing intralipids at 12.5ml/hr. Rn closed the roller clamp, opened the safety clamp fitment to tap out the air bubbles. While tapping the tubing it disconnected where the flexible tubing meets the bottom safety fitment. A small amount of intralipid sprayed onto the pt, startling him. The broken line was immediately clamped and removed from the tri-fuse. No harm to the pt." Happened on the pediatric oncology bmt unit. No medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.